Event description:
It was reported that the device was used during a h emicolectomy. It was reported by the rep that the surgeon placed the tx60g on bowel and fired staples. No staples came out of the cartridge. It was the first firing of the device. A second device was used and fired without incident. The case was finished with no adverse pt outcome.